Manufacturer narrative:
H2) correction: b1 and b2 corrected to include adverse event for hospitalization. H6: f codes corrected to include f08. H2) device evaluation: h3, h6: device was not returned for root cause analysis. Service history review found no previous repair was noted within the last 12 months. No photographic evidence was provided to aid in investigation. An error history log was not provided to aid in the investigation. Probable cause of the reported problem could not be determined based on the review of the service history and information provided from the customer.

Event description:
The patient was distressed as they could not get either of her cadd pumps to work; both alarming air in line despite changing cassettes twice with no visible air in line. Troubleshooting was performed but the alarm persisted. The patient is asymptomatic when 10 minutes away from hospital. 9:00am (B)(6) 2024 ¿ the patient advised that she was admitted to hospital emergency department overnight, they had the nurses recommence her IV veletri infusion using hospital IV pump. 11:00am (B)(6) 2024 ¿ the patient has been discharged home. The patient has resumed her veletri infusion through the cadd pump and was discharged from hospital. The patient¿s gp prescribed the patient zoloft yesterday. Broken dose button connector. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.